Event description:
The customer reported the system continued to alarm after releasing the foot switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. System operated as intended.